Manufacturer narrative:
Title: a retrospective study of palindrome symmetrical-tip catheters for chronic hemodialysis access in (B)(6); source: ren fail, volume 37, 2015 (941-946) article number: 6 date of publication online: 6 may 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between may 2009 and december 2011, a retrospective study of 284 cases of chronic catheterization in 271 patients treated using symmetrical-tip (n¼118) and/or step-tip (n¼166) hemodialysis catheters was conducted to evaluate the efficacy and the safety of symmetrical-tip dialysis catheters for chronic hemodialysis, compared with a step-tip catheter. Of these catheterizations, 118 were performed using 36/40 cm pre-curved or straight symmetrical-tip catheters including 14 cases where step-tip catheters were changed to symmetrical-tip, and 166 catheterizations were performed using 36/40 cm step-tip catheters. It was stated that during the study period of using symmetrical-tip hemodialysis catheters, there were 44 cases of low blood flow with occurrence rate of 1.13 (rates were calculated as a number of events per 1000 catheter days); three of these cases required catheter withdrawals (including abnormal position dysfunction).